Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Supply changes were performed resolving the alarms. Additionally, resistance was experienced during the fill process. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer also alleged that pump stopped delivering insulin. Customer's blood glucose level ranged from 300-400 mg/dl. Multiple attempts were made by tandem technical support and tandem clinical diabetes specialist to perform troubleshooting with customer. However, customer did not respond.